Event description:
It was reported that the patient had a reaction to the 3d comfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced gingival tissue irritation. The device was worn for two months (exact date unknown). The patient has an allergy to sulfa drugs.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Model # is not applicable with the exception of serial number as the device is manufactured by prescription implant date is not applicable as the device is manufactured by prescription and not implantable

Manufacturer narrative:
Additional information provided by the provider: section a2: updated to reflect the new information provided. Section a4: updated to reflect the new information provided. Section a6: updated to refect the new information provided. Section b3: updated to reflect the new information provided. Section b5: updated to reflect the new information provided. Section b7: updated to reflect the new information provided.

Event description:
The device was delivered to the patient on (B)(6) 2022 and used the same day. The reaction occurred 1-2 weeks after the use of the device. The patient experienced gingival tissue irritation. The patient discontinued using the device (B)(6) 2022 and the symptoms resolved within 2-3 days after using peridex oral rinse. With regards to the device: the device was cleaned with soap and water by the patient.

Manufacturer narrative:
CAPA 2023-006. The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for case# (B)(4) and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The receiving router for lot#mc0469 indicated printer resin from keystone industries (supplier) passed inspection and met the specification. C of a (certificate of analysis) was also provided and confirmed the material was qualified for release. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. Comfort3d bite splint was returned in the original case. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not show any signs of discoloration. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." Rpt 012620 rev. 1.0 (comfort3d bite splint verification) confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction).

Manufacturer narrative:
Additional data: h6 (type of investigation code). Corrected data: b2, e1, h6 (health effect - impact code, and medical device problem code). CAPA 23-006. Manufacturer reference: (B)(4).